Manufacturer narrative:
(B)(4). The system monitor was shipped to (B)(6) hospital on (B)(6) 2013. The system monitor is expected to be returned for analysis. It has not yet been received. The system monitor was removed from service. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system monitor was removed from service because it was observed that the unit appeared to be turning on and off on its own throughout the night. It was also reported that a few days prior, a pump stop was noted in the history but no one recalls ever pushing the stop pump icon on the touch screen. The patient was asymptomatic.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The evaluation of the returned system monitor could not confirm the reported event of a pump stop. The unit was connected to the manufacturer¿s laboratory equipment and ran over several days with no issues observed. A full functional test was performed and the unit passed all testing. The system monitor functioned as intended during analysis. The reported event of a motor stop was however confirmed with the evaluation of the data log file that contained 240 events over approximately 34 days of data dated (B)(6) 2015, (according to the timestamp). The pump speed was set at 9200 rpm¿s. The recorded power ranged between 4.1 - 6.4 watts, the flow estimation was 2.4 - 5.4 lpm, and the average pi was 3.8 ¿ 8.3. On 09/21/15 at 15:19:48 it was noted that a sudden speed drop to 240 rpm¿s was a result of a motor stop command. Per the timestamp, the transient low speed event and pump stoppage occurred over a time frame of approximately one second (15:19:49). During that timestamp, the pump did not stop and the speed increased to 7830 rpm¿s with one pulsatility index (pi) event. Following this event at 16:26:46, the pump speed ramped back up to the fixed speed of 9800 rpm¿s and no additional low speed events or pump stoppages were captured throughout the remainder of the log file. This event appeared to have occurred while the vad was connected to the patient cable and power module. Throughout the recorded data, the voltages were in the expected range. No further information was provided. The manufacturer is closing the file on this event.